Event description:
It was reported that the participant experienced a severe low blood glucose event during the night, describing awakening to a low glucose level, with no alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia consistent with a severe low blood glucose episode. Outcomes included temporary health impact without hospitalization. Investigation included a review of available case details and solicitation of additional information from the participant to clarify circumstances surrounding the event and device use. Investigation of this case revealed no confirmed device malfunction or component failure, and no alarm activation was reported, aligning with a cause that remains unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.